Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Electrode belt sn (B)(4) has not yet been returned from the field. Device evaluation included review of downloaded software flag files on the day of the event. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment or patient's passing. Manufacture dates: monitor- 2/5/2015, electrode belt- 8/5/2014.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2021 while wearing the lifevest. Review of the patient's download data revealed that prior to passing, the patient received one inappropriate treatment from the lifevest. It was reported that the patient was unconscious at the time of the treatment. At 22:00:57, the patient received the treatment from the lifevest. The patient's rhythm at the time of the treatment was an idioventricular rhythm at 10 bpm, and the post-shock rhythm was also an idioventricular rhythm at 10 bpm. The patient remained in an idioventricular rhythm at 10 bpm until the electrode belt was disconnected at 22:17:50. Double counting and oversensing of low amplitude cardiac signal contributed to the false detection. The response buttons were not pressed during the event. There is no indication that the lifevest cause or contributed to the patient's passing as the patient was in a non-life-sustaining rhythm prior to the treatment.